Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2012-(B)(6), 1688tc competitor implantable pacing lead 2010-(B)(6), 6944 implantable tachy lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and was capped. The physician decided to uncap a previously implanted lv lead and connect it to the lv port for pacing. No patient complications have been reported as a result of this event.